Event description:
It was reported that the patient has been having more intense seizures recently. Blood work and medication adjustment were requested. No known surgery has occurred to date. No additional relevant information has been received.